Event description:
The spirit combo insulin pump menu button must be pressed several times before it will function. No adverse event reported. Customer declined to return the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.